Event description:
It was reported that the rv (right ventricular) defibrillation coil impedance was out of range. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).